Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope exhibited green image. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area (distal end) is damaged; damaged r-unit (charged-coupled device); and cut on the protector of the video cable section. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the green image was due to broken r-unit (charged-coupled device). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from the customer indicated the event occurred during a laparoscopic cholecystectomy. After a brief delay, the procedure was completed by switching to a similar device.